Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors completed the infusion before the expected time (48 hours). The issue occurred during patient infusion. The device was filled with 3456 mg (69.1 ml) 5-fluorouracil (5-fu) and 50.9 ml of 0.9% normal saline having a total volume of 120 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between january 8-10, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.